Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing motor stimulation from their lead placement. Surgical intervention was undertaken to replace the lead and place a new one in a better location on (B)(6) 2023. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.